Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
The patient reported their implant from 2008 was still implanted. A year or two after implant they turned the device off and have not used it because it was giving them trouble with the left leg causing very bad irritation. It hurts them instead of helping. They were planning on having their hcp remove the device but the hcp does not think they can take out the leads because they have a lot of adhesions that have been there for a long time. The indication for use was for degenerative disc disease/herniated disc pain. No outcome was reported however additional information has been requested and if received a follow up report will be sent.